Event description:
Information received on a smith medical cadd duodopa pump alarmed and infusion completed may have completed early. He also reported intermittent alarms. The patient was given direction on changing batteries. Additional information that patient has fallen causing injury to cuts on elbow, forehead and elbow infection. The falling was not associated with pump alarms according to complaint, as the event is described as advance disease process of parkinson disease. The medication infused through the duodopa pump is an aide to suppress symptoms related to disease process but not a cure for disease process. Event is considered reportable, as the complaint is describing over infusion, which can cause possible cardiac event.